Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 15mm in length. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified and non-tortuous carotid artery. A 3mm x 30mm x 145cm coyote es balloon catheter was advanced for dilation. However, during second inflation under the pressure of safety for few seconds, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified and non-tortuous carotid artery. A 3mm x 30mm x 145cm coyote es balloon catheter was advanced for dilation. However, during second inflation under the pressure of safety for few seconds, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.